Manufacturer narrative:
Date sent: 06/24/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that in 2009, the patient underwent a colectomy procedure. Everything appeared fine. Six days later, the patient was brought back for suspected leak. It was discovered there was a perforation at the staple line. The leak was corrected. The following month, the patient returned for a third re-op due to an abscess. The abscess was drained and the patient closed. The patient is okay. Customer returning seven sterile device of the same lot along with 14 reloads.